Event description:
It was reported that patient fell and artificial urinary sphincter (aus) device stopped working. Patient underwent a revision surgery and device was explanted and replaced. A new aus was implanted. No information about the patient outcome is available at the moment.